Event description:
Reportedly, pt returned to the hospital and a re-operation was performed due to the fact that some staples were not closed/formed from the original procedure. The original procedure and the procedure date are unknown. No further complications occurred after re-operation was performed.